Manufacturer narrative:
Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault and ventilator inoperable alarms. The customer reported the events log displays "24v power supply voltage too low" and "post dac error" messages. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the power supply assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The u402 has failed. This issue will be internally investigated within vyaire.